Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had plugged the pump into a power source and had assumed that the pump was charging. However, the customer noted that the pump subsequently shut down, due to insufficient power. During troubleshooting with tandem technical support, it was determined that the usb cable was not functioning. Customer confirmed that the pump was able to be charged using a different usb cable. The customer's blood glucose (bg) level was was not impacted. A replacement usb cable was sent to the customer.